Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. Reportedly, the pump¿s time setting was gaining or losing more than 5 minutes per month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2016 with the following findings: a review of the black box indicated that the last basal delivery occurred on (B)(6) 2015 at 7:13pm. The data from the time of the complaint was unavailable for review due to continued pump use. There was no evidence of a time loss/gain observed in the current black box. The pump successfully performed ez-prime steps and a 24 hour duration test with no issues. The pump passed a timekeeping test with no time loss or gain occurring. The pump cover was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked in two places and the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).